Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found the stent damaged. Stent struts in the distal region lifted, bunched and pulled in a proximal direction and the first row of stent struts on the proximal end were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues.a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 26mm in length, 3.2mm vessel diameter target lesion was located in severely calcified proximal end of left anterior descending artery. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 26mm in length, 3.2mm vessel diameter target lesion was located in severely calcified proximal end of left anterior descending artery. A 3.00 x 24mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent struts were found to be lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.